Manufacturer narrative:
Investigation of the returned coil system revealed the implant coil was still attached to the delivery pusher. There was no evidence of thermal detachment with the controller on the pusher's heater coil. The pusher's body coil was completely stretched and damaged at the transition zone. The conditions or circumstances that led to the stretched coil could not be determined, but the damage is consistent with the device being subjected to excessive forces. The reported complaint of coil detachment cannot be confirmed.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been received by the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of a middle cerebral artery (mca) aneurysm, the embolization coil detached inside the microcatheter. There was no reported patient injury or additional intervention.